Manufacturer narrative:
Product ID 8598a, serial# (B)(4). Product type catheter. Information references the main component of the system. Other relevant device(s) are : product ID: 8598a, serial# (B)(4), ubd 2015-03-08, UDI# (B)(4). Analysis of the 8709sc catheter revealed sc connector coring-tears-cuts in seal; catheter body; hole caused by deep abrasion. Analysis of the 8598a catheter revealed catheter body; compressed area and catheter body; broken. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 02-dec-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (10 mg/ml at 1.6 mg/day) via an implanted pump. The patient¿s medical history included smoking. The indication for pump use was peripheral neuropathy, rds/causalgia-complex regional pain syndrome, and non-malignant pain. It was reported that there was a larger than expected discrepancy in the expected reservoir volume during routine refill. Side port aspiration was attempted on (B)(6) 2020 and could not be done. No patient symptoms were reported. On (B)(6) 2020, the patient was taken in for exploratory surgery to assess the catheter. The catheter was found to be severed at the pocket area. The existing catheter was partially removed, and a newer model catheter was implanted. The intrathecal portion of the existing catheter was left in the intrathecal space. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The issue was resolved at the time of the report. It was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.